Event description:
The customer reported the hmx al instrument generated "r" flags and erroneous high basophil results on several patient samples in one day compared to a rerun on a different analyzer. There were no erroneous results reported out of the laboratory so there was no effect to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the clogged ports in the blood sampling valve (bsv), clogged diff sample line, and significant debris buildup in the diff mixing chamber. The fse replaced the bsv, diff sample line and diff mixing chamber to resolve the issue. (B)(4).